Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that patients were appearing under an incorrect facility due to the implementation of a new facility and facility code in the production environment. The technical support specialist (tss) collaborated with the integration engineer to block the incorrect messaging, thereby resolving the issue. The system functioned as intended after the technical support specialist (tss) resolved the configuration and interface issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patients details were disappeared from bd server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.